Event description:
Patient reported that vns therapy did not decrease his seizures and had increased his seizures due to the stress from continuous voice alteration and not being able to sing with vns therapy. No additional relevant information has been received to date.

Manufacturer narrative:
Event problem cds (refer to coding manual), corrected data, initial MDR inadvertently omitted coding for reported events

Event description:
An additional facebook comment was posted by the patient that he mentioned that the vns device caused him to have continuous voice fluctuations which prevented him from singing. He also stated that the vns device worked one month and then didn't. Again the patient posted that the vns device caused "twitching" in his voice and that he had an increase in seizures. The patient also noted that he had his device programmed off. Patient identification was also obtained and it was found that the patient had past events of voice alteration reported in MFR report # 1644487-2017-04822. In the report in MFR report # 1644487-2017-04822 it was stated that the was reported that the vns did work lightly for the patient in the first month. Patient reported that his seizure frequency and severity was increasing and that the patient is very tired and drained after the seizures (especially the silent ones). The patient mentioned that the seizures came so suddenly that he could not swipe the magnet in time. Patient also experienced voice alteration, which affected the patient's singing. As a result, it contributed to patient's depression and anxiety. The device was then disabled by the neurologist. Patient mentioned that the vns stress enhanced the seizures. Patient reported several of his concerns and side effects with vns again via social media. Patient reported that his life was a wreck since having vns. Patient¿s seizures increased and patient could not work because of stress and depression that vns caused. Patient¿s seizures occurred so quickly that patient could not use magnet and stopped using it as a result. Patient also experienced voice alteration, hypoesthesia (tingling) and others for several years with stimulation. The physician offered to adjust the settings but the patient requested the device to be disabled. Since then, the patient¿s seizures have reduced and stopped and patient is able to work. No additional information has been received to date.